Event description:
It was reported a cgm error. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, resolving the issue, and successfully started their sensor session without further errors.